Manufacturer narrative:
E1 initial reporter phone (B)(6). Device evaluated by manufacturer: the returned product consisted of the synergy xd 4.00 x 48mm stent delivery system (sds), batch#33689928 device. Visual, tactile, microscopic and dimensional analysis was performed on the device. Microscopic examination identified stent damage with stent struts stretched and bunched at the proximal and mid sections, stent was crimped on the balloon. The undamaged crimped stent outer diameter (od) was measured, and the result was within max crimped stent profile measurement. In addition, examination of the hypotube identified multiple hypotube kinks. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent moved on balloon. A 4.00 x 48mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention procedure. Upon opening package, it was found that stent was not properly crimped and was not used. Procedure was completed using alternate device and there were no patient complications.

Event description:
It was reported that stent moved on balloon. A 4.00 x 48mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention procedure. Upon opening package, it was found that stent was not properly crimped and was not used. Procedure was completed using alternate device and there were no patient complications.

Manufacturer narrative:
(B)(6).